Event description:
(B)(6): it was reported that the patient¿s wires came off from his battery pack due to bending and his activity at work.

Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 3587a, lot# l70167, implanted: (B)(6) 1999, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6)1999, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6)1999, product type: extension. Product ID: 3587a, lot# l84316, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. (B)(4).